Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the clinic due to high out-of-range right ventricular (rv) pacing impedances measuring greater than 2000 ohms. Technical services discussed programming and suspected due to the gradual rise that it is not indicative of a lead issue but rather something physiologic. At this time, the device and lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the clinic due to high out-of-range right ventricular (rv) pacing impedances measuring greater than 2000 ohms. Technical services discussed programming and suspected due to the gradual rise that it is not indicative of a lead issue but rather something physiologic. At this time, the device and lead remains in service. No adverse patient effects were reported.